Manufacturer narrative:
The technician found the screw in the hex rod was broken. The technician replaced the hex rod and screw to repair the stretcher.

Event description:
Information received indicates the stretcher will not brake or steer.